Manufacturer narrative:
The lens was returned in a bio-hazard bag with swab. Solution was observed on the lens. Both haptics were bent in the gusset area. The optic is torn/split/cracked and cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, following intraocular lens (iol) implant procedure the patient experienced blurry vision and difficulty reading street signs. The lens was exchanged in the secondary procedure. Additional information was received and stated there was no patient harm.